Event description:
The pt was admitted for a procedure with a totally occluded, type c, de novo lesion in the right coronary artery. The lesion was treated with an 18mm cypher stent. With in two years (exact dates are unk) coronary angiography was conducted. A fracture and a coronary aneurysm were observed. Treatment was not conducted; the pt was put under observation.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male experienced stent fracture leading to coronary aneurysm post implantation of a cypher foreign stent. Medical history reported only stable angina and smoking. The target site in the rca was described as a type c lesion: chronic total occlusion. Few procedural details were provided; the 18mm stent was implanted at 20atm. It is not known if the stent was post-dilated. Follow-up angiography done within 2 years identified the fracture and aneurysm. No treatment was reported. No product could be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. A procedural cd was not available and review of the limited info provided does not make it possible to determine the cause of the stent fracture with any other certainty. While not observed in the clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in the areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. In this case, the struts of fractured ends of the stent might have caused injury to the arterial wall leading to aneurysm formation.